Event description:
Per email: no disposable clamp tubing alarm. Alarm silenced prior to call. Settings reviewed, pump turned off, tubing clamped and cassette removed. Air bubbles noted. Tubing massaged and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump turned on. Alarm returns. Repeated above troubleshooting steps once more and display now reads run. Confirmed patient's disconnect appointment for today. No further questions at this time. No additional information available.